Manufacturer narrative:
Product analysis #256328474:analysis information -- 2020-10-29 14:34:55 cst pli# 10 product ID# neu_ascenda_cath h3: analysis of the catheter revealed significant twisting that may have affected infusion; a kink in the catheter body was also observed.

Event description:
A catheter with an unknown serial number was returned to the manufacturer from an unknown source with no further information provide d. No patient information was provided.